Event description:
Customer reported an intermittent loss of communication between the hypervisor vi and ambulatory telepacks. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system and verified the problem. A loaner system was provided to the customer, while it is being returned to the company's repair center.